Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during cleaning, after a diagnostic hysteroscopy procedure, it was noticed that the ceramic insulation at the distal end of the resection sheath had fractured and a small piece was missing. It is unknown when this damage occurred and whether this fragment fell inside the patient. However, the hysteroscopy was successfully completed with the same set of equipment and there was no adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The result of the investigation is consistent with the customer's concern. A part of the insulation is broken off and a crack is visible in the external part of the insulation. The broken-off part was not available for investigation. The type of damage indicates that it was caused by mechanical force (e.g. Drop or shock). When exactly the damage was caused could not be determined with certainty. It might have been caused during a procedure or during reprocessing. Also, it is possible that the cracks or any other signs of predamage occurred before the fragment broke off. Additionally, rust was found near the yellow sealing. This indicates incorrect and/or insufficient reprocessing. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities related to function and safety. Therefore, this damage was attributed to use error. As clearly stated in the instructions for use, the item has to be visually inspected and tested before every use. It has to be ensured that it has no corrosion, dents, scratches, residues and that the laser labelling is still visible. In particular the ceramic insulation has to be visually inspected before each use, and the instrument must not be used in case of damage. Furthermore, the instructions for use also include information on the compatible reprocessing methods. The case will be closed from olympus side with no further actions but the reported phenomenon will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results and retrained to correctly reprocess, inspect, test and use the olympus medical devices.